Manufacturer narrative:
The returned battery passed external visual inspection. Functional testing revealed that one cell pair was found with 0 volts of charge. No examination of controller log files needed because the reported event details was evaluated during the visual and functional testing. Customer complaint was confirmed. It was reported that the battery was not working anymore. The battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed visual examination. Functional testing revealed a cell-under-voltage flag, which rendered the battery inoperable. A cell-under-voltage flag is triggered when a cell pair falls below a voltage threshold. Internal inspection of the battery revealed a lifted cell weld, which contributed to the cell-under-voltage flag. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a lifted cell weld. The manufacturer has opened and investigation with the supplier to investigation broken cell weld. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the battery was not working anymore. The battery was exchanged. No patient complications have been reported as a result of this event.